Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the patient's caretaker that two of the patient's wearables failed. One was inserted on (B)(6) 2025 and got an error message that the sensor failed on (B)(6) 2025. Then for the other one, it was inserted on (B)(6) 2025, and the reporter stated that on (B)(6) 2025 it failed. Sometime, it was "about 400 mg/dl off." It was saying the child was low, but the he was actually over 400 mg/dl and ended up in dka and in the hospital. The patient uses tandem tslim and it was not in modified closed loop. On (B)(6) 2025, the reporter said that she was at work and had to go home because he was so sick, nauseated, and had thrown up approximately 13 times. At home, when he had the symptoms, they checked the dexcom and it was reading low, it was only saying low. However, they were not able to check the bg reading at that time, and no medication or treatment was given at home. Because of the symptoms and the fact that he had already thrown up about 13 times, the parent had to drive him to the emergency room (ER). When they arrived at the ER, they checked the readings, and the cgm was still showing low, while the bg at the ER showed 425 mg/dl. At the ER, he was given an IV and was given insulin shots. He was admitted to the ICU for 4 days. He was discharged on (B)(6) 2025, and regarding his current condition, the reporter said that he is fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.